Event description:
It was reported to philips that the device has a "calibrate battery" message. There was no patient involvement.

Event description:
It was reported to philips that the device has a "calibrate battery" message. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device is reaching eol. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.